Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the software and other device. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device, but the device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Inc9580219: mmm 1.3.2 not uploading data to cl when selecting the "upload now" option in app / samsung galaxy a02s, android 11. "An attempt to reproduce the reported event with minimed mobile app (software version 1.3.2) on samsung galaxy a71 (android 11) and 780g pump (software version 6.7) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504. We were unable to conduct a thorough investigation due to lack of diagnostic logs{color:#ffc400} {color}necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. However, based on the provided issue description, it is suspected that the user may have been confused by the duration of the snapshot uploading process. To aid in resolving the issue, we provided the helpline team with the following steps to ensure effective resolution: # clarify to the user that snapshot uploads may take a little time. # instruct the user to manually upload diagnostic logs. The helpline team has provided feedback confirming that the user successfully resolved the issue independently after implementing the recommended steps. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Contacted customer, the issue was not remaining anymore. At the hcp upload the data via blue stick and the app now uploading data.